Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump isn¿t working. She said that she jumped in the pool with her pump. She said that she checked her blood glucose three hours prior and it was 140 mg/dl but is not sure what it is now. The customer said that the display went blank right after it was exposed to the moisture. They were advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per their healthcare provider¿s instructions. The insulin pump will be returning for analysis.